Event description:
The ventilator was connected to the patient. The customer reports the ventilator failed to cycle. There was no patient injury. The bio-med is evaluating the ventilator and can not duplicate the reported problem. Bi-med is continuing their investigation.